Manufacturer narrative:
In an associated complaint of the user (B)(4), the user reported having an issue with receiving no sensor detected alerts, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue, hence the user was referred back to his hcp to discuss removal of the sensor and having a new sensor inserted, as the sensor might have been inserted deeper than usual a new sensor was inserted which can be easily detected in the placement guide and "excellent signal" strength was achieved. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength with the transmitter.

Event description:
On 25 march 2025, senseonics was made aware of an incident where user reported of receiving no sensor detected alerts. The user was offered a transmitter replacement replacing the transmitter did not resolve the issue, hence the user was referred back to his hcp to discuss next steps such as removal of the sensor as it might have been inserted deeper than usual.

Manufacturer narrative:
This case was created from related no sensor detected case ((B)(4)), where the user complained of sensor disconnections. The basic troubleshooting was performed by the customer care, which did not resolve the issue. To determine if the issue was related to transmitter, an RMA was issued for transmitter replacement. However, the issue persisted even with the new transmitter. The user was then advised to consult the hcp to discuss next steps, such as removal and replacement of the sensor. The user had an ultrasound which showed that the sensor was inserted deeper than usual, which likely caused or contributed to the sensor disconnection issue. Sensor was removed and re-inserted with a new one, which paired and linked with excellent signal. This incident does not require any further investigation. B4. Date of this report 08 may 2025. G3. Date received by the manufacturer? 08 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 2896. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.